Event description:
The customer reported that the 12a fuses ruptured and the system does not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 12a, f1 and f2 fuses in the monitor cart. The system operates as intended.